Manufacturer narrative:
(B)(4). Multiple mdrs were submitted for this event. Please see reports: 3002806535 - 2017 - 00998. 3002806535 - 2017 - 00999. 3002806535 - 2017 - 01000. (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised to address unknown issues. No further information has been provided at this time.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.